Manufacturer narrative:
A siemens regional support center specialist reviewed the hematology upload commands and found that they were configured properly to send the sample to lis, when all the tests are in val (validation) status. The customer stated that the scenario was suggestive of two samples on the track with the same sample ID. The results were obtained on three advia 2120 systems whereas the sample was not scheduled to be run on advia 2120_03 system. The cause of the patient sample being auto-validated is unknown. Siemens is investigating the issue.

Event description:
The operator of a centralink data management system reported that a patient sample was auto-validated. The results were partially uploaded to the laboratory information system (lis) instead of being held for manual validation. The results were reported to the physician(s) and questioned by the physician(s). The sample was repeated on an alternate advia 2120 system (advia 2120-2) and the correct results were obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the auto-validated results being reported to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2018-00054 was filed on 06-feb-2018. Additional information (15-mar-2018): the customer has not reported a reoccurrence of the issue. This was an isolated event. The cause of the patient sample being auto-validated is unknown. The device is performing as expected. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2018-00054 was filed on 06-feb-2018. The first supplemental MDR 2432235-2018-00054_s1 was filed on 09-apr-2018. The second supplemental MDR 2432235-2018-00054_s2 was filed on 04-may-2018. Additional information (14-may-2018): siemens further investigated the issue and determined that there were no rules in place to hold all results of a hematology sample if any of the results were not auto-validated. The tests on the sample with auto-validated results would have a status of "validated". In centralink, version 15, when a test in a sample is in status validated, additional results are not accepted for that test. Only tests in status "review", "rerun", "scheduled" or "pending" can be updated with new results. This explains why the results uploaded to the laboratory information system (lis) contained results from more than one instrument. Based on this the behavior described, any result uploaded to the lis had met the individual auto-validation criteria defined for the test. The system had not been configured to ensure that an individual result being held on the sample would ensure all other results would be held. The cause of the patient sample being auto-validated was due to due to the configuration issue. The customer has been notified of the configuration issue. The issue has not reoccurred. Due to the rareness of the event occurrence, the customer chose not to implement an mispl to change the configuration. No further evaluation of device is required. Result code in section h6 has been updated.

Manufacturer narrative:
The initial MDR 2432235-2018-00054 was filed on 06-feb-2018. The first supplemental MDR 2432235-2018-00054_s1 was filed on 09-apr-2018. Additional information (B)(6) 2018): siemens reviewed the event data and system files and determined that all results on the advia 2120_1 were validated except hemoglobin (hgb), mean corpuscular hemoglobin concentration (mchc), white blood count (wbc), platelet (plt), and neutrophil (ne#). The validated results were cancelled by the advia 2120_3. While the results for hgb, mchc, wbc, plt and ne# were accepted and validated, it left the entire sample in val (validation) status. Later, an upload command was run which uploaded the results to the laboratory information system. Siemens also determined that the "select all" icon did no select all samples in the sample browser. The cause of the patient sample being auto-validated was due to the software malfunction.